Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient was calling to adjust stimulation, but the communicator bluetooth light was not powering on. They did not charge it prior to calling. They plugged it in during the call and saw an orange light. They were going to charge and call back or reference the video tutorial. No patient symptoms were reported. Additional information was received. The patient reported their device lost all data. Contributing factors were unknown. The issue was not resolved. Additional information was received. The patient reported they started leaking and tried to adjust their settings, they saw a message on the handset that said device data lost. They were redirected to their healthcare provider to address the issue. No patient symptoms were reported.